Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 bd phaseal¿ protectors p55j had issues with coring in the imfinzi vials while preparing the medication. The following information was provided by the initial reporter, translated from (B)(6); "this is a report about coring during preparation of an anticancer agent. According to the customer¿s report, during preparation of the anticancer agent imfinzi using p55j and n35j connected to a syringe, coring occurred."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 11-sep-2022. Investigation summary multiple samples were provided to our quality team for investigation. The product was visually inspected, no defects or damage observed on the protector or injector cannulas or membranes, the protectors fit securely to the vial, the needle on the protector penetrated the vial stopper properly. During our evaluation, a black particle was observed from inside several of the vials. Characterization testing was requested but could not be performed at this time, therefore the composition and origin of the particle could not be determined. A device history review was performed for injector lot 2105004, no deviations or non-conformances were identified during the manufacturing process that could have contributed to these issues.

Event description:
It was reported that 2 bd phaseal¿ injectors luer lock n35j had issues with coring in the imfinzi vials while preparing the medication. The following information was provided by the initial reporter, translated from japanese; "this is a report about coring during preparation of an anticancer agent. According to the customer¿s report, during preparation of the anticancer agent imfinzi using p55j and n35j connected to a syringe, coring occurred."

Manufacturer narrative:
Correction: the MDR was completed for the incorrect device. The following fields have been updated: b.5. Describe event or problem: it was reported that 2 bd phaseal¿ injectors luer lock n35j had issues with coring in the imfinzi vials while preparing the medication. D.1. Medical device brand name: bd phaseal¿ injector luer lock n35j d.2. Medical device catalog#: 515008. D.2. Medical device lot#: 2105004. D.4. Medical device expiration date: 31-oct-2023. D.5. Unique identifier (UDI) #: (B)(4). D.10. Concomitant med prod data: bd phaseal¿ protector p55j - 515120. H.4. Device manufacture date: 11-may-2021.

Event description:
It was reported that 2 bd phaseal¿ injectors luer lock n35j had issues with coring in the imfinzi vials while preparing the medication. The following information was provided by the initial reporter, translated from japanese; "this is a report about coring during preparation of an anticancer agent. According to the customer¿s report, during preparation of the anticancer agent imfinzi using p55j and n35j connected to a syringe, coring occurred."